Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Visual examination of the returned product/provided pictures confirmed a flaky white debris on the tubing of the device. The product was returned opened but unused in the sterile packaging. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection. The packaging does not meet the acceptance criteria. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during the surgery, the foreign substance was found inside of the sterile tray when the nurse opened the package. Therefore, the surgeon used a back up of the same product for the surgery. There was no patient impact. There was about 0-15 minutes delay that occurred due to the preparation of a backup product. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.